Event description:
A us distributor contacted zoll to report that a patient alleged being treated by the lifevest. The patient reportedly went to the hospital and was admitted to the ICU where he was unconscious but later received an ICD and was discharged. Review of the event indicates that the lifevest first detected a treatable vt arrhythmia (160bpm-190bpm) at 09:11:56pm in which gel was released and a treatment pulse of unknown energy was delivered. The unit reset after the pulse. The ecgs at the exact time of the treatment and following the treatment are not available for review.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing with an intermittent driven ground signal. Engineering investigation found that the r45 resistor on the computer / analog (ca) board was damaged (open) and the u8, u11, and c23 components were damaged on the defibrillator board. In addition, the q12 and q17 transistors were shorted. The cause of the lack of driven ground is the shorted q17 transistor. The cause of the shorted transistor and damage to the other components is excessive current. The cause of the excessive current is a shorted t2 transformer. The cause of the shorted transformer is a high voltage arc across coils b and c of the transformer. The high voltage arc occurred during the first phase of the reported treatment pulse the excessive current also caused the unit to reset as most of the current was passed to the high voltage capacitors. The amount of pulse energy delivered to the patient cannot be determined. Device evaluation of belt sn (B)(4) has been completed. The belt was fully functional and able to perform ECG acquisition and defibrillation functions. Device manufacture date monitor: 01/31/2013 belt: 04/23/2013